Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Caller said he had a patient last week who needed an MRI but said her device has not worked in years. No additional information was available. No patient symptoms were reported. No further complications were reported/anticipated.